Event description:
It was reported by the customer that a pyxis medstation es system auxillary tower door had failed hardware. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bus cable to the tower was not securely fastened. A field service engineer secured the cable properly to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.